Manufacturer narrative:
The philips remote service engineer (rse) interviewed the customer and advised them this was a sign of a defective spo2. The spo2 was attached to the other measurement boards. The entire pca board needed to be replaced. There appeared to be no other damage to the unit. Diagnostic/functional testing was performed at the philips repair facility. Results of the evaluation confirmed the customer's alleged malfunction. The philips bench repair technician (brt) installed a new pca board to resolve the issue. The unit has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the spo2 pca board. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer states that the spo2 is not working and it is giving incorrect readings. The device was in use on a patient at the time of the event, there was no adverse event reported.